Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume infusors ruptured. The bladder ruptures occurred while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h3: device returned for evaluation (change to yes reported as no on initial) additional information was added to d4: lot #, d4: UDI #, h3, h4 and h6. D4: lot # 20b013, previously submitted as ¿asku¿. D4: UDI # (B)(4) previously submitted as ¿ni¿. H3: evaluation summary attached: (update to yes, reported as no on initial). H4: the lot was manufactured from february 05, 2020 ¿ february 06, 2020. H10: one actual device was received for evaluation. The other sample was not received and therefore, could not be evaluated. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.